Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01154.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt. The patient further alleges difficulty with "weight lifting, push ups, running, football, and situps" and "ptsd (post-traumatic stress disorder), depression, anxiety, anger management issues." Per report from CT (computed tomography) dated (B)(6) 2014: "positive for pulmonary embolus with thrombus present in right descending pulmonary artery. Patient has an ivc filter." Per report from CT dated (B)(6) 2014: "there is an inferior vena cava filter in good position below the level of the renal vessels." Per retrieval report (attempted) dated (B)(6) 2015: "after installation of 1% lidocaine for local pain control a microneedle was advanced into the right internal jugular vein." "This demonstrated pronounced tilt of the ivc filter." "A final attempt was with a gooseneck snare but again the angulation prevented snaring of the ivc filter. At this stage the risks of proceeding with other techniques to remove the ivc filter were weighed against the benefits and the decision was made to stop the procedure."

Event description:
It is alleged that the patient received an unknown cook filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.